Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of diminished pulse pressure, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Literature attachment: article title: ¿clinical outcomes of the post- closure technique for arteriotomy closure with the impella cardiac power percutaneous left ventricular assist device¿ b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
Th retrospective single-center study investigated the safety of the perclose post-closure technique following impella removal in a diverse cohort of patients, with an overall clinically significant complication rate of less than 5%. Vascular closure devices were discussed, including abbott perclose closure devices. The study concluded that the perclose post-closure technique is a reliable and well-tolerated method for vascular access closure in patients undergoing impella support. Although some complications were noted with all vascular closure devices discussed, the complications specifically for the abbott perclose closure devices included (loss of distal pulse, the failure to achieve hemostasis which was subsequently treated with a non-abbott device. The study concluded that in general, patients benefit from hemostasis by means of vascular closure devices compared with compression alone. Specific patient information is documented as unknown. Details are listed in the article, titled, "clinical outcomes of the post- closure technique for arteriotomy closure with the impella cardiac power percutaneous left ventricular assist device."